Event description:
Reportedly, it was impossible to export files even by trying with different usb keys; the message 'error when creating the archive, please retry' was displayed. In addition, a screen issue was observed.

Manufacturer narrative:
Preliminary analysis revealed that the format of the usb used to export the files was incorrect, which led to the reported event.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was impossible to export files even by trying with different usb keys; the message 'error when creating the archive, please retry' was displayed. In addition, a screen issue was observed.

Event description:
Reportedly, it was impossible to export files even by trying with different usb keys; the message 'error when creating the archive, please retry' was displayed. In addition, a screen issue was observed.